Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had episodes of syncope for unknown reasons and duration. Attempts to gain additional information have been unsuccessful. To date, no additional adverse patient effects have been reported.